Manufacturer narrative:
Additional information received from the local field representative indicated that the issue had resolved and the sensitivity was reprogrammed back to 0.6 millivolts. The respiratory feature remained off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this cardiac resynchronization therapy defibrillation (crt-d) and right ventricular (rv) defibrillation lead there were pauses noted on the telemetry monitor. There were two ventricular fibrillation (vf) episodes stored in the device. The episodes indicated noise and oversensing that resulted in approximately eight seconds of asystole. The sensitivity of the device was changed to 1.0 millivolts. Also a feature related to respiratory rate was turned off. No adverse patient effects were reported.